Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly displays message of not enough blood or strip problem. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a dirty spc connector con204. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.